Event description:
It was reported that a navigation system ii camera lens started smoking after a procedure. No visible flame was reported, no adverse consequence was associated with the device.

Manufacturer narrative:
It is not possible to determine the cause of the event without an eval of the device. Additional info will be submitted if the device is received and the quality investigation is completed.